Event description:
Philips received information, the customer reported the system during clinical use was utilizing the gantry control panels to move the patient support horizontally, that patient support moved in a different direction than commanded.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).